Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted during testing. Device was also received with scratched lcd window, cracked case on lcd display window corners, cracked reservoir tube, cracked reservoir tubelip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6), 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was performed. The device was returned for analysis.